Manufacturer narrative:
The reported event of the right atrial disk deforming upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined.

Event description:
On (B)(6) 2019, a 20mm amplatzer septal occluder (asd) was selected and delivered with a 10f amplatzer torqvue delivery system. During deployment, the right atrial disk of the device formed a cobra shape. The device was recaptured and reloaded for a second attempt, which resulted in the same issue. The device was exchanged for an 18mm asd (lot # 6918357) and delivered with the same delivery system and was implanted successfully. There was no clinically significant delay in the procedure and the patient remain hemodynamically stable throughout the procedure.